Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and touchscreen became unresponsive with display illegible so pump could not be used. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.